Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level was 513 mg/dl and was addressed via bolus insulin, manual injections, and setting an increased temporary basal rate. Reportedly, the customer replaced the cartridge to resolve the issue, and continued using the pump for insulin therapy.